Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 309 (mg/dl). It was indicated that the customer was staying hydrated and would obtain back up therapy from their health care provider. It was indicated that the customer would use manual injections as alternate insulin therapy.